Event description:
It was reported that during an explant procedure, the right ventricular (rv) lead was removed without the use of a locking stylet. Initial attempts to explant the rv lead using a conventional stylet were unsuccessful. As a result, a specialized extraction tool was required to facilitate successful extraction of the rv lead. A new lead was implanted successfully. The patient was stable throughout the procedure.